Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg separated 10 cm form the tip. The insertion site was the right subclavia vein of (B)(6) female patient. The patient needed deep venous access. The vein was catheterized, dilated subcutaneous, and the swg was passed. The swg did not allow progression of the catheter. The catheter and swg were removed, however, the swg separated. A small vascular surgery occurred to remove the swg fragment. Opening of the skin and subcutaneous dissection was performed to remove the swg fragment. No complications, from the procedure occurred to the patient. Death did occur to the patient, but the doctor stated it was from septic shock not the teleflex product.